Manufacturer narrative:
The suspect device has not been returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the heat up phase at 55 degrees, they got a fluid loss alarm of approximately 16cc's per min. The case continued and a second tenaculum was added and inserted into the scope a bit further. Approximately two mins later, an additional alarm sounded indicating a fluid loss of approximately 150cc's per min. At this point, the case was aborted as there were concerns about the integrity of the cervical seal, although there was no leaking observed. While retracting the scope, there was a slight burn (degree not known) noted. The burn was treated with silvadine cream and there were no further pt complications reported with this event. Although attempts were made to gather further info regarding burn and pt outcome, these attempts were unsuccessful.